Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate lv250 device had ruptured during patient use. The patient was being treated for non hodgkin lympohma (nhl) with 140mg bendamustin in 250ml of sodium chloride. According to the report the reservoir ruptured near the end of infusion. There is no report of patient injury or medical intervention. The patient was not receiving any other drugs through the patient's port. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4).